Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the analyzer had loss of communication with the programmer. It was recommended to try the analyzer in another programmer or to try another analyzer with the programmer. The status of the analyzer and programmer is unknown. There was no patient involvement.